Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a weak battery alarm, a failed battery test alarm, and a motor error alarm. After trying to rid the alarms, the customer received a blank display. The customer's blood glucose level was 380 mg/dl. The customer was sent a replacement battery cap, however she did not call back to finish troubleshooting. Nothing was returned for analysis.